Event description:
It was initially reported that the patient had "trouble with their stimulation" from their implantable neurostimulator (ins). Follow up information received on (B)(4) 2013 from the healthcare professional (hcp) reported that the cause of the event was that the patient did not know how to change the program ("not read book"). The patient symptoms associated with the event were reported as pain in the buttock and "not working." Impedance measurements taken 2 weeks ago reported high impedance on program 3. It was reported that on (B)(6) 2013, the patient was reprogrammed on all leads with a positive "emg" reported. No hospitalization was required for the event.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v573248, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).